Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the set screw of the pacemaker atrial port failed to loosen upon lead removal. The pacemaker was not used and replaced on (B)(6) 2025. There were no patient consequences.